Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable because the device was manufactured prior to UDI regulations. H4: device manufacture date is unknown. Correction information b4: date of this report - updated. B5: adverse event or product problem - updated to correct the device model number previously reported. G1: contact office - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - updated from "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, and investigation conclusions. Additional information: h11: evaluation summary. Evaluation summary: the reported event was lack of angulation. The pentax engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm was reported and the procedure was successfully completed using a backup device. The device was returned for evaluation. Inspection confirmed that the angle wire was worn out, which resulted in lack of angulation. Based on the investigation, a potential root cause of this failure was wear of the angle wire due to repeated angulation during use. The device was repaired by a third-party service provider and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. The investigation was completed and the device was returned on 28-dec-2025. A device history record (DHR) review was performed by the manufacturer. Although the manufacturing date could not be verified, the manufacturing completion date was confirmed as 13-dec-2016. The DHR review confirmed that the device was completed under normal conditions, passed all required inspections, and was released accordingly. There were no reworks or concessions, and the dates of approval for shipment and the actual date shipped were confirmed on 13-dec-2016. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The device was confirmed to be beyond its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 17-dec-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10m serial number (B)(6) in china within the apac region. During an endoscopic procedure, the angulation angle was insufficient. An alternative endoscope was promptly used and the procedure was completed. The exchange of the endoscope affected the progress of the procedure. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.